Manufacturer narrative:
Upon investigation of the actual device used in this incident found stations were in override. A technical support specialist had rebooted the stations and communication established with the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had connectivity issue. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.